Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needle had loose shields and exposed needles inside their sealed packaging units. The following information was provided by the initial reporter: "consumer reported that three syringes had exposed needles, stated that the shields were loose inside of the sealed bag.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1201648. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needle had loose shields and exposed needles inside their sealed packaging units. The following information was provided by the initial reporter: "consumer reported that three syringes had exposed needles, stated that the shields were loose inside of the sealed bag."